Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the delivery issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the aorta in a 72-year-old male patient with a past medical history of coronary artery disease (cad) and renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. In the operating room, the patient decompensated during an induction for a coronary artery bypass surgery (CABG).the decision was made to insert an impella 5.5. The physician was unable to advance the device through the graft, so moved to a direct approach with transesophageal echocardiogram (tee) guidance. The impella was functioning at 2.5-3l/min. The patient was also on an intra-aortic balloon pump (iabp) and multiple vasopressors for support. The family decided to move to comfort care. All support devices and medications were weaned off and the patient subsequently expired in the procedure room. The physician did not attribute the death to the impella. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in acute myocardial infarction and cardiogenic shock, complicated by stage e shock.